Event description:
Additional information received indicated that on friday 24th september the patient in question came back for a consented stage 2/full implant/removal. With the surgeons agreement, the severed percutaneous extension in question was removed and the in-situ quadripolar tined lead was tested intra-operatively. With satisfactory responses, an interstim ii was attached to the quadripolar tined lead. The clinician app was then activated and implanted details entered on-table. Finally the my therapy app was activated and motor stimulation was tested and everything seemed to be working fine. Post-op the patients therapy was successfully activated. The percutaneous extensions unfortunately couldn¿t be returned as they were severed by the surgeon during the stage 1 procedure when the original issue was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that a patient was implanted with an advance evaluation system and when they tried to start configuring the system, they had the notification that the cable used was not compatible. The surgeon decided to close the ¿future pocket site¿ and discharged the patient with the tined lead in-situ and the percutaneous extension still connected to the lead. This decision was made rather than removing the system due to it being very late on friday and limited staff with no anesthetic cover available. The surgeon is planning to invite the patient back for further surgery on 24th sept when the patient will have the tined lead and percutaneous extension removed and then have a redo of the whole tined lead test procedure.